Event description:
Clinician gave repeated doses of versed (45 mg total) in response to high psi values during the cooling phase of cardiac surgery. As a result of the excessive dosesof versed pt had prolonged stay (3 days) in the ICU.